Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they could not charge the ins because there is no connection between the ins and the recharger. The reported that there was a screen that had the a "shape of a battery and a cord or a plug". It was reported the screen indicated that the neurostimulator battery is in a discharged state, charge your battery as soon as possible screen. The patient reported that there is a certain way that she can sit and can feel the stimulation, but the feeling of stimulation has gotten week "since last weak". No patient complications have been reported because of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID (B)(4) lot# serial# (B)(4) product type recharger product ID (B)(4) serial# (B)(4) product type recharger . Analysis of the (recharger) serial# (B)(4) found that the recharger had not anomaly but replaced damaged antenna causing the implant not to charge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated their weight during the reported event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-mar-27 patltr (con): additional information received from the patient reported that the replacement recharger resolved the problem of charging the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37754, serial#: (B)(4), product type: recharger. Analysis of the desktop charger # (B)(4) revealed a broken connector pins. Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient saw a 'charge recharger (insr) screen' or just a blank screen. The patient reported the green light was on the desktop charger, and their connector pin did not seem loose or bent. The insr was not charging when plugged in. They sent a replacement request for a new desktop charger due to bent connector pins. No patient injury reported. No further complications were reported.